Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two weeks after a venaseal procedure, redness, itching, and welts developed at the treatment site on the patients leg. Only one leg treated. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5cm caudal to sfj. There was compression of gsv. These symptoms subsequently spread to the other leg. Patient had a lot of anxiety and has talked to multiple providers. Patient sent a picture to the physician and it was a little pink but nothing concerning. Slightly itchy but not super bad. Ice, tylenol, ibuprofen and over the counter antihistamines were recommended. Patient said she had joint pain and muscle aches but no illness like cold or flu symptoms. The providing office did not think that patient was having a reaction to venaseal but if symptoms get worse go to urgent care or primary care or ER. The treating physician was out of town while the patient was having the reactions and she had to go to urgent care. Patient followed up with joint pain and wondering if was from eloquis or venaseal. Slight itching reported and patient took benadryl and claritin. A follow-up ultrasound was performed, which may have indicated a deep vein thrombosis or a shadow, and the patient was prescribed eliquis. There was uncertainty regarding whether the adverse reaction was related to the venaseal procedure or to eliquis. Antihistamines and steroids were administered as treatment. There was a concern for dvt but the rvt was unclear and it was deemed to be artifact, not dvt after another ultrasound. Patient was told to discontinue the eloquis. Issue has resolved as of (B)(6) 2025.